Event description:
It was reported that the pt complains of a little stiffness in hip.

Manufacturer narrative:
The pt is (B)(6) with a (B)(6), which is overweight. At this time, the pt was unable to identify the devices implanted, however, believes them to be either rejuvenate or abg ii. It was indicated that the device is not available for evaluation, as it is still implanted. Additional info has been requested and if received, will be provided in a supplemental report.